Event description:
During a turp, the plastic tip of the sheath of a cysto resectoscope broke off inside the bladder of the patient. The tip was obtained using a grasper leaving no items left inside of the patient. The instrument tray was taken off of the sterile field and replaced with a new one. All new instruments were inspected for any defects. Manufacturer response for resectoscope, storz 26fr cysto resectoscope sheath (per site reporter). They will replace the broken equipment and investigate and evaluate the broken equipment once it is received.